Event description:
It was reported that the patient experienced a loss of motor function during the implant of the spinal cord stimulator (scs) lead and the procedure was aborted. The patient is doing well, the device will not be returned for analysis as it was disposed of by the facility.